Event description:
Information received indicates the nurse call is not working from the bed.

Manufacturer narrative:
The technician found the sidecom board had no output signal for the nurse call and replaced the board to repair the bed.